Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a broken wire was confirmed. The grip cable was found to be loose at the distal idler and the actual breakage was observed inside the housing by the clamping pulley. The clamping pulley showed some residue collecting around where the wires were wrapped and around the breakage area. Evidence is not conclusive but the damage was most likely due to improper cleaning. Electrical continuity testing passed. 48 - an additional observation not reported by the site was a loose conductor wire. The conductor wire was found to be loose in the same area as the grip cable but no breakage was observed. Another finding was scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Evidence is not conclusive, but the damage might have been due to mishandling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had a broken wire. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.